Event description:
The account alleged that the head section is drifting.

Manufacturer narrative:
The technician repaired the head drift, no other details were provided, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.